Manufacturer narrative:
(B)(4). Date sent: 11/20/2025. D4 batch #: unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what was the surgical procedure? What vessel(s) was the harmonic device used on in the original procedure? Was the site of the bleeding identified? Was the site of the bleed where device was used in the original procedure? What was done during the reoperation to address the bleed? Were any blood products administered? Were there any generator alert screens in the original procedure? Were there any issues with device during the original procedure? What is the patient¿s current status? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an unknown laparoscopic surgery, bleeding occurred about two hours after the surgery and re-operation was performed. The patient's condition is currently stable and there are no problems. The doctor commented that it is unknown whether har1136 was the direct cause. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 12/8/2025. Additional information was requested and the following was obtained: could you please tell us about the surgical procedure in this case and the area where the product was used? Case: hepatectomy (anterior segment), areas used: liver, blood vessels. Could you please tell us the amount of bleeding, how to stop the bleeding, and whether or not a blood transfusion was required? The amount of bleeding: 751g. Hemostasis method: bleeding points (2 locations) were treated with suture hemostasis and a sheet-type hemostatic. Blood transfusion: yes. How was the bleeding controlled? Was there any other action taken for the procedure? Did the procedure have to be converted to open? The bleeding was observed 2 hours after operation and re-operation was underwent. Two bleeding points were confirmed. One was controlled by saturation and another was controlled by the patching hemostatic sheet. Did the patient need to have a blood transfusion? The volume of bleeding was 751g and the patient was required blood transfusion. Did the patient need any different type of post op care due to the bleeding/oozing? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? The patient's condition is stable and any other additional post-operative event was not reported. Corrected data: h6 health effect - impact code.